Event description:
The event happened with a microliter centrifuge. During the run the screw holding the rotor came loose. The screw then destroyed the closure of the centrifuge lid left the centrifuge and hit the wall. No one was hurt.

Manufacturer narrative:
Rotor not correctly fastened to motor shaft. Whether the user didn't fasten the screw correctly or whether the screw came loose in spite of correct fastening cannot be reconstructed. After coming off the rotor the screw damaged the plastic lid latch of the centrifuge lid. Thus the lid opened and the screw was thrown out of the centrifuge. Centrifuges of that type are not produced anymore. They have been replaced by an improved version. With this improved version all corrective actions have been implemented. Actually there is a recall action taking place. With the help of exchange sets which converts these centrifuges into improved versions poorly designed versions still present in the field will be eliminated. For reasons not known by us this centrifuge was not yet subject to our recall action. Similar case already reported to FDA. (B)(4).